Event description:
Dealer is stating that the end user had damaged the center mount by running into items, dealer is going to replace the entire center mount because there are to many component that need to be replaced at this time.